Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, in-stent restenosis occurred. On an unknown date, the subject had a 3.00mm x 8mm taxus express2 stent implanted in the proximal right coronary artery. In (B)(6) 2011, the subject presented with no symptoms. A coronary angiography was performed which revealed 90% restenosis in the previously placed stent. The restenosed lesion was 10.0mm long with a reference diameter of 3.0mm. In (B)(6) 2012, target vessel revascularization and coronary bypass graft surgery was performed to treat the 90% restenosis in the previously placed stent. The subject was placed on antiplatlet medication of bayaspirin 100mg and plavix 75mg.

Event description:
It was further reported that in (B)(6) 2008, the 3.00mm x 8mm taxus express2 stent implanted following predilation. Residual stenosis became 25% and timi flow grade improved to 3. Patient was discharged two days later. In (B)(6) 2011, 90% restenosis was observed and no symptoms were noted. In (B)(6) 2012, coronary artery bypass graft surgery was performed. Restenosis subsided and patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).